Event description:
A malfunction alarm was reported with a displayed code. There was no adverse impact to the customer's blood glucose level. The customer was assisted with resetting the pump, and it did not recur afterward; they were advised to continue using the pump and to report any further issues.